Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level kept going up after treating it. The infusion set cannula was bent. There was an absence of a no delivery alarm. Customer's blood glucose level went up to 326 mg/dl. The device was not returned.